Event description:
It was reported that patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. The vector was reprogrammed from primary to alternate to mitigate further oversensing. Additional inappropriate shocks were later delivered due to continued t-wave oversensing. The system was subsequently explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the electrode body noted an insulation anomaly. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. The vector was reprogrammed from primary to alternate to mitigate further oversensing. Additional inappropriate shocks were later delivered due to continued t-wave oversensing. The system was subsequently explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.